Event description:
It was reported that an upgrade of the hospital's compurecord patient charting program from version d.02 to f.00 was necessary to allow operation with baytech's new model ds3 acquisition unit (upgrade was necessary because the hospital's existing baytech m4 and m8 models are no longer available). It was reported that after the upgrade was completed, users reported that a "comm port 1 fail" error message was occurring periodically on their apollo anesthesia machines. It was determined that on apollo anesthesia machines using the baytech m4 or m8 models, the "comm port 1 fail" message was displayed briefly at ten second intervals, although the actual patient data acquisition and recording seemed unaffected. For apollo machines using the ds3 acquisition unit, there was reportedly no error message displayed, but the acquired patient data in the compurecord chart would appear for 15 seconds and disappear for 30 seconds, producing periodic gaps in the patient's saved data record. There have been no patient injuries reported associated with this behavior.

Manufacturer narrative:
This MDR was filed in response to (B)(4). The mentioned user facility report describes a problem related to a system consisting of an anesthesia machine apollo, the patient charting program compurecord and the digital acquisition unit baytech. It is to reveal that this system was not tested, approved or advertised by draeger. Therefore draeger is not the manufacturer of this system. Draeger affirmed that all source codes for their medibus protocol of the apollo is provided to vendors. There are two software versions current in apollo machines; version 3.21 and version 4.10. The reported communication problems and resulting gaps in the device data are not caused by a deviation in the software of the apollo. Additionally the specific medibus protocol specifications of apollo can be obtained by draeger medical upon request. The reported "com port 1 failure" can cause a gap in the patient's data record but the basic device functions of the apollo "integrated monitoring" and "alarm systems" are not affected.